Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Originally the lot number reported was unknown. However, during the biosense webster failure analysis, the lot number was discovered as (B)(4). (B)(4). It was reported that a male patient underwent a redo ablation procedure for atrial fibrillation with a navistar rmt thermocool catheter and suffered a pericardial effusion requiring anticoagulant reversal and monitoring. During the procedure, 30 seconds after ablating near the left atrial appendage, the patient became hypotensive. Effusion was confirmed via intracardiac echocardiogram. Patient was given an anticoagulant reversal agent. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Pentaray catheter. (B)(4).

Event description:
It was reported that a male patient underwent a redo ablation procedure for atrial fibrillation with a navistar rmt thermocool catheter and suffered a pericardial effusion requiring anticoagulant reversal and monitoring. During the procedure, 30 seconds after ablating near the left atrial appendage, the patient became hypotensive. Effusion was confirmed via intracardiac echocardiogram. Patient was given an anticoagulant reversal agent. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it may have been related to transseptal puncture. Transseptal puncture was performed with an unknown needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator was set on power control mode at 25 watts for 30 seconds. Power was titrated from 20-25 watts. At the time of injury, generator parameters included: power at 25 watts for 30 seconds, temperature cut-off at 41 degrees celsius, and impedance within normal limits. Ablation time at the site of injury was 30 seconds. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. No errors were reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.